Event description:
It was reported to covidien in 2009, that a customer had an issue with gauze. The customer stated that the gauze is fraying in the patient wound and the surgeon is having to pick the gauze out during surgery.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.